Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the service technician finding that the unit had no audible buzzer during triaging.¿ a trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 09/29/2016. An investigation is currently underway. Upon completion, results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports on (B)(6) 2016, they initiated a service repair request but did not state a specific issue. Upon triage on (B)(6) 2016 , the service technician found the unit had no audible buzzer.